Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. The patient reported that they missed their refill. The patient had moved so the patient needed to find a new physician to refill their pump. The patient was asked when the refill was supposed to have been and the patient stated ¿I thought had it refilled in (B)(6) and I have an anxiety disorder and (B)(6) causes me anxiety so I was avoiding my appointment". The patient began hearing the non-critical alarm 3 days ago, on (B)(6) 2018. The patient stated the she hears a single beep alarm and hears it every hour. The patient didn¿t think she was in withdrawal and stated that if she does get any withdrawal symptoms she ¿will take oral medication if I did start to feel withdrawal.¿. The patient requested physician listings. No further complications were reported.